Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regr4380 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the nurse said that blood is refluxing back when the non-reflux valve is removed. This indicates the valve in the PICC isn¿t working. The bedside nurse placed a plastic valve on the cath. No safety issue to the patient."

Event description:
It was reported "the nurse said that blood is refluxing back when the non-reflux valve is removed. This indicates the valve in the PICC isn¿t working. The bedside nurse placed a plastic valve on the cath. No safety issue to the patient"

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of valve failure was inconclusive because the clinical conditions in which the event was alleged to have occurred could not be reproduced. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Microscopic inspection of the valve was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush the sample was comparable to that required for a similar non-complainant device. The device appeared to function as intended; however, the clinical conditions in which the device is intended to operate could not be reproduced and the valve crack pressure could not be measured. Consequently this complaint is inconclusive at this time.